Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 met acceptance criteria with no alarms. The qc met the acceptance criteria. There is no indication for a performance issue of reagent or instrument. No issues were identified during a review of the alarm trace data for the day of the event. The field service engineer (fse) performed checks with results within specifications. No hardware problems were noted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable elecsys hcg stat results for 1 patient tested with a cobas e411 disk. The questionable result was not reported outside the laboratory. The patient¿s initial result was < 1.00 miu/ml and was accompanied by a data flag; the repeat on (B)(6) 2022 was 1201 miu/ml and was accompanied by a data flag. The elecsys hcg stat used was lot 56667100 and had an expiration date of 31-jan-2023.